Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge disinfection ab (getinge) received information of smoke coming from bottom of the washer unit aquadis 56m. During troubleshooting, it was identified that the capacitor for the drain motor had shorted at the terminal. A replacement part was required and ordered, resulting in a return visit to install a new capacitor. Subsequently, the drain pump was replaced, and the unit is now operating as designed and has successfully passed all functional testing. Manufacturer has requested the return of the part for further analysis. There was no injury reported.